Event description:
It was reported the patient's blood glucose level rose up to 17 mmol/l (306 mg/dl) while wearing the pod longer than 48 hours. The patient reported being unsure if the cannula was properly inserted in the infusion site (leg). As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.